Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('mid back and lower back pain') and raynaud's phenomenon ('I also have reynauds') in a (B)(6) year old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and raynaud's phenomenon (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain and raynaud's phenomenon outcome was unknown. The reporter considered back pain and raynaud's phenomenon to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: reynauds. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media, t "hysterectomy" added as a treatment, case upgraded to serious incident, reporter added. Patient's age added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.